Event description:
It was reported an external blood leak was observed originating from the disconnection of the post-filter replacement line (purple-striped) before deaeration chamber of an prismaflex m150 set after three hours into continuous renal replacement therapy. The volume of blood loss was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic sample, the replacement line (connected to the deaeration chamber) was observed disconnected from the y connector. The reported condition was verified. There is no mark of solvent on the tubing. The cause of the event was due to inadequate amount of solvent added to the tubing during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.